Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a kink in the shaft at 180mm distal to the strain relief. An examination of the balloon section of the device identified a complete circumferential tear was present in the balloon. The tear located at 10mm distal to the distal edge of the proximal markerband. A break was present in the shaft at 2mm distal to the distal edge of the distal markerband. It is noted that the distal section of the balloon tear and shaft break, including the tip, was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that echocardiography was performed and both the distal tip and balloon material remained in antebrachial vein. There were no patient complications and the patient was discharged from the hospital 8 days after the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture and removal issues occurred. The 100% stenosed, 10cm target lesion was located in the severely calcified and moderately tortuous arterio venous graft of the left forearm. A 5fr non bsc sheath with marker was used. After a 2.6 fr non bsc micro catheter and a non bsc guide wire crossed the lesion, a 5mm x 40mm pathblazer balloon catheter was advanced to dilate the venous side of the lesion however it was not able to cross. Then the 2.6 fr non bsc micro catheter was exchanged to 4fr non bsc micro catheter. The guide wire was also exchanged to a 0.035 inch non bsc guide wire. After the micro catheter and the guide wire crossed the lesion, angiography was performed in the arterial side. Then the venous side of the lesion was dilated using the 6.0mm x 40mm, 40cm mustang balloon catheter. The first inflation was performed at 10 atmospheres and the second inflation was at 12 atmospheres. The third inflation at 12 atmospheres was performed at the anastomotic of the lesion using the same balloon catheter however the balloon ruptured transversely at 18 atmospheres on the fourth inflation due to lesion calcification. An attempt was done to remove the ruptured balloon but failed to retract it into the 5fr non bsc sheath due to transverse rupture. When the physician tried to pull the device forcibly, the sheath became unable to retain its initial form and was noted to be deformed in an accordion-fold shape. The physician made a small incision to the skin to remove the balloon catheter however when the physician applied force to pull the device out, the tip and pieces of the balloon were left inside the patient. Echo analysis confirmed that the balloon fragment remained in the antebrachial vein. Both the guide wire and the sheath were able to be removed intact. The procedure was not completed due to this event and the patient is under observation.